Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she received a button error alarm on her insulin pump. Customer stated that she was setting up a bolus when the numbers on the screen started ramping; she changed the battery and received the button error alarm. Customer stated that she is unable to clear the alarm. Blood glucose level 269 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No ramping numbers anomaly noted. No button error alarm. Unable to test basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot.